Event description:
The customer reported that an 840 ventilator had an erratic graphic user interface (gui) display while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The unite passed extended self-testing.

Manufacturer narrative:
(B)(4).